Manufacturer narrative:
The customer's cuffless murphy non dehp endotracheal tube part number 86233, lot number 17c0619jzx was received for evaluation. A visual inspection performed verified the tube printing was present and legible. The reported failure was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two days after the endotracheal tube was placed in the patient the numbers were rubbing off and it was difficult to see if patient was still intubated. The customer could not provide the patient outcome or any intervention.